Manufacturer narrative:
Initial reporter occupation: unknown investigation evaluation: our photo and laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of core wire was exposed approximately 17.9 cm to 27.2 cm from the distal end. The device has multiple frayed and folded over sections that are still connected to the wire guide. Due to the condition of the device and the tangling of the wire guide coating, it is difficult to provide further specific measurement details. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A lab meeting with production management was held to evaluate the state of the returned device and condition of the distal tip. The review was unable to confirm a manufacturing defect associated with the manufacturing process at the distal end of the wire guide. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. A photo from the customer shows the device and coating damage at the distal end. Our photo evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of core wire was exposed near the distal end and part of the coating is also frayed and hanging from the wire guide. The device history record for the lot number said to be involved was reviewed. The device history record contains nonconformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Another possible contributing factor to wire guide damage is if the wire guide lumen is not flushed prior to wire guide advancement. The instructions for use also states, "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first." Prior to distribution, all cook acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used an acrobat¿ calibrated tip wire guide. The physician advanced the wire guide through the sphincterotome to the bile duct. The physician could not pass through the stenosis area after several attempts, then retracted the wire guide and the sphincterotome from the patient. The user detected that the patient end of the wire guide coating had peeled off. The user then changed to another brand's wire guide to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.